Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Patient presented to the clinic after receiving a vibratory alert. Device interrogation indicated high impedance. A conductor issue was suspected. The out of range hv lead impedance was reproduced when the patient raised left hand over their head. The lead was later explanted.